Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas and alleged the following events: she had a low blood glucose (bg) level three weeks ago, fell out of bed, and fractured a rib. An ambulance was called and she had a snack/juice before being transported to the hospital. For treatment of the fractured rib. The patient is a poor historian and does not recall how low the bg value was at the time. She reports she has been having frequent low bgs during the last 3 weeks. The patient denies any change in diet or activity. Cts reviewed the pump with the patient and found no relevant alarms in alarm history, bolus history, prime history, and total daily dose adding up correctly. The month was set in incorrectly in the pump, to (B)(6) 2012, and should have been (B)(6) 2012. Day of month and time were correct. Advanced features set as desired-patient was unsure of isf setting but states her hcp adjusts it as needed and she never adjusts it herself. The patient is not implicating the pump in her low bgs and is scheduled to meet with her hcp in two days to discuss settings. This complaint is being reported due to the allegation that a patient on insulin pump therapy experienced hypoglycemia and a fractured rib.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: according the black box, information from the reported event date is overwritten, last insulin delivery was on (B)(6) 2013. No activity outside of normal use is observed in the available data. The total daily dose added up correctly and reveals the programmed basal rate. Pump powers ¿on¿ and displays ¿verify¿ screen. Pump was primed and passed a 24hr duration test successfully no delivery interruption occurred during the course of the duration test. Force sensor calibration reading is at the correct count. The pump passed a 29 flow accuracy test and it was found to be delivering within the required specifications.